Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was supported with a heartmate 3 left ventricular assist device (lvad) was discharged on (B)(6) 2026, following a 45-day hospitalization at the implanting center due to recurrent hospitalization for driveline infection. On (B)(6) 2026 the patient was treated with vacuum-assisted closure system in combination with IV antibiotic flucloxacillin and linezolid. On (B)(6) 2026, at approximately 1100, the patient was found deceased with depleted batteries. A forensic autopsy was mandated, and results were not yet available. The accessories were to be sent to the implanting center where the controller data would be downloaded. The explanted left ventricular assist device (lvad) was to be returned to for analysis. The death was not considered to be device related and the device operated as expected. The explanted left ventricular assist device (lvad) was to be returned to for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the controller was ruled out as a contributory factor for the patient's outcome.